Event description:
Just after implant surgery, vns pt underwent an additional surgery due to vocal cord paralysis. The pt is currently being treated by a different physician than when the vocal cord paralysis event occurred. Current physician indicates that he does not know what type of additional surgery was performed for the vocal cord paralysis, but that the pt does not appear to have suffered any lasting effects and that the issue seems to be completely resolved now. Investigation to date has been unable to determine the cause of the reported vocal cord paralysis event; however, it is believed to have been related to the vns implant surgery and not to the vns therapy.